Event description:
It was reported that this brady lead was suspected to be dislodged due to a high right ventricular (rv) pacing threshold, which was confirmed by x-ray. Additional information received indicating because a fall caused lead dislodgment, resulting in high thresholds and intermittent capture confirmed by chest x-ray. A new lead with the same model was implanted. No additional adverse patient effects were reported.